Manufacturer narrative:
E1: patient city:(B)(6). Patient country: hungary h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2024. The event occurred within 4 hours of insertion and the insertion site was at right side buttocks. The blood glucose level at the time of event was 28 mmol/l and current blood glucose level was 7.1 mmol/l. The patient resolved the event with subcutaneous insulin injection after infusion set change and re-insertion to different area. No further information available.